Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was initially reported on 01/20/2022 that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At the time the patient was unable to provide details and there was no report of injury or intervention. Additional information was received on 02/09/2022 that the patient had a hypoglycemic event with injury. At around 1:00 pm her cgm was showing 125 mg/dl. About an hour later, she was barely conscious, and fell on her face. Her husband saw her cgm values going down on his follow app, then was not getting any values anymore, and got an unspecified notification (which the wife presumes was a low alert). He called their daughter to check on the patient and she found the patient lying on the floor unconscious. The daughter gave the patient an unspecified emergency injection, which the patient said did not have much effect. The husband took the patient to the hospital. She sustained a broken nose, injured sinus, and bruising, and was given tylenol. She had to have surgery, and at the time of the initial report stated that she was healing. She thinks the sensor had been inaccurate because she had kept it on and when she came home from the hospital the next day the cgm showed 119 mg/dl, but the bg was 46 mg/dl. A photo (1-second video) received shows the victim¿s face with bruising around both eyes, and on the nose, cheek, and forehead. At the time of follow up she stated that she will need a second surgery because the first one did not fix all of the issues in her nose. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was initially reported on 01/20/2022 that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At the time the patient was unable to provide details and there was no report of injury or intervention. Additional information was received on 02/09/2022 that the patient had a hypoglycemic event with injury. At around 1:00 pm her cgm was showing 125 mg/dl. About an hour later, she was barely conscious, and fell on her face. Her husband saw her cgm values going down on his follow app, then was not getting any values anymore, and got an unspecified notification (which the wife presumes was a low alert). He called their daughter to check on the patient and she found the patient lying on the floor unconscious. The daughter gave the patient an unspecified emergency injection, which the patient said did not have much effect. The husband took the patient to the hospital. She sustained a broken nose, injured sinus, and bruising, and was given tylenol. She had to have surgery, and at the time of the initial report stated that she was healing. She thinks the sensor had been inaccurate because she had kept it on and when she came home from the hospital the next day the cgm showed 119 mg/dl, but the bg was 46 mg/dl. A photo (1-second video) received shows the victim¿s face with bruising around both eyes, and on the nose, cheek, and forehead. At the time of follow up she stated that she will need a second surgery because the first one did not fix all of the issues in her nose. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. No additional patient or event information is available.